Manufacturer narrative:
H3: the pipeline flex shield and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex with shield pushwire partially stuck at the distal segment of the phenom 27 catheter. The pushwire was protruding from the hub and the tip coil, sleeves, and distal end of braid partially deployed from catheter tip. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched. The distal and proximal ends of the pipeline flex shield were found fully opened and moderately frayed. No bend found on the pipeline flex shield with pusher. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip, marker band were examined; and no damages were found. The catheter body appeared to be kinked at ~22.6cm from the hub. No flash or voids molded were observed in the hub. Testing/analysis: for further examination, the pipeline flex with shield was pushed out from the catheter without issues. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal end. The root cause could not be determined as the distal and proximal ends of the pipeline flex shield braid appeared fully opened and moderately frayed. However, the cause for damage could not determined. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the location of the treated aneurysm is the ic-paraclinoid. The maximum diameter was 8.2mm and the neck diameter was 4.1mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there were deployment difficulties at the distal end of the stent. When deployment was performed in the middle cerebral artery (mca) that was most suitable for the deployment location, there were some deployment failures, but the sleeve was removed and deployment was continued as it was, but the deployment failure was not resolved even though 1/3 or more deployment and system push were performed. Therefore, the distal positioning was not determined, 16 mm was used and there was no space in the rear, so it was not in a state that could be technically resolved. A product of the same size was used and there was good deployment. The procedure was completed successfully. The proximal end of the pipeline was located at the tortuous part of the blood vessel. Less than 50% of the stent was deployed when there were difficulties. The pipeline was resheathed more than 3 times. There were no additional actions taken to deploy the stent. The stent was explanted from the patient's body, resheathed and retrieved with the microcatheter. The device was prepared as indicated in the IFU. The catheter was hydrated per the IFU. The pipeline was not used off-label. Ancillary devices include a chikai014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.